Event description:
Pt underwent right total knee revision. Previous total knee done in 2013 at another facility by another physician. Pt develop aseptic loosening of her tibial component, having significant pain and limitation with her right knee. Knee was moderately effused with pain on palpation of medical and lateral joint lines especially along tibia before surgery. Increased laxity to varus and valgus stress at full extension and in mid flexion prior to surgery. Also before surgery pt walked unsupported with a moderate limp visible favoring right knee.